Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought in for x-rays of her rv lead and externalized conductors were observed. The lead was explanted and replaced.

Event description:
New information states that the patient experienced chest discomfort and complained of severe vertigo and dizziness.